Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported that the insulin pump was giving electric shocks when worn. The customer reported having stopped using the insulin pump. The health care provider of the customer advised the customer to refrain from using the insulin pump for one week to check if symptoms persist. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).